Event description:
Customer reports: sustained sores on her breasts after using dressing. She was suffering from a heat rash and applied the dressings to avoid wearing a bra. The sore were treated by a nurse and her doctor. She was prescribed a course of antibiotics to combat infection and inflammation.